Manufacturer narrative:
Found. Occlusion test was performed per specifications, and it was determined the reservoir was not occluded.

Event description:
It was reported that the customer had a no delivery on the insulin pump. The customer's blood glucose level was 404 mg/dl. The customer is unable to troubleshoot because of the past events. The customer will sent back the reservoir and set he had an issue with the customer will call back to provide the lot numbers when he gets home.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.